Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, sound was not produced. The speaker resistance was measured to be 12.4 ohm instead of 8 ohm. The speaker was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues related to this reported event.

Event description:
It was reported that the radical-7 handheld's speaker was not working. No error messages reported. Additional information received from customer indicated that "the speaker was not making any sound." No known impact or consequence to patient.